Event description:
It was reported the patient failed to charge the ipg as recommended. As a result, the ipg was deemed inoperable. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Device explant date was unintendedly excluded in the initial report. This report contains missing information.